Manufacturer narrative:
The reported event occurred on a cobas e 801 module (serial number: (B)(6). The investigation did not identify a product issue with the hbsag g2 elecsys e2g 300 v2 assay. A review of the case indicated that the instrument issue observed during the field service engineer's intervention on 30-jun-2022 may have contributed to the event. However, this was not considered a major root cause, as no issues were reported with other assays. Additionally, pre-analytical factors were noted as a potential contributing factor, but specific pre-analytical information was not provided for evaluation. The root cause of the reported event could not be definitively determined based on the available information.

Event description:
The initial reporter alleged they obtained two false results with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 module, involving two different patient samples on two different dates. On (B)(6)2022, the first patient sample generated an initial result of 1.42, which was followed by a rerun result of 0.47. On (B)(6) 2022, the second patient sample generated an initial result of 1.17, which was followed by a rerun result of 0.59.